Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that over the past several months, it has been noted that copilot bleedback control valves are letting air in when catheters and wires are exchanged out. Bubbles have been observed. There are no reported patient adverse effects and no reports of clinically significant delays in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). A partial UDI is being reported because the lot number was not provided. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A total of 68 sterile devices were returned as representative devices and tested. There were no anomalies noted to the bleedback seals, and no indication of a product issue with any of the returned devices. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.